Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 06/06/2016 a medtronic representative, following-up at the site, reported being able to replicate the monitor color flickering by manipulating a particular section of the external video cable. Return requested. Replacement 6ft. Cable shipped to site 06/06/2016. Medtronic investigation of returned suspect cable finds that, as reported, when connected to a known good system, the image on the display had a purple case when the cable was manipulated at a point near the middle of the cable indicating an intermittent open. Electrical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 06/06/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that a site's navigation system monitor screen turned blue with everything outlined in pink and unexpectedly became unresponsive. A hard shut-down of the navigation system did not resolve the issue. The navigation system computer was then unplugged from the wall. When the site booted the navigation system back up, it set on "no input detected". No further details were provided. There was no patient present when this issue was identified.